Manufacturer narrative:
Intuitive surgical, inc. Has received the instrument involved with this complaint and completed an investigation. Failure analysis removed both distal clevis ears to get a clearer look at arcing damage. Conductor wire did not exhibit damage and there were no bare wires exposed. Yaw pulley arcing appears to have initiated directly below the ceramic sleeve. Ceramic sleeve does not appear to be cracked or broken. The plastic component (distal clevis, yaw pulley) at the distal end exhibit axial scratch marks, however, this does not appear to have an impact to the arcing damage. Inspection of the instrument showed no obvious signs of user induced damage that would have contributed to the arcing damage. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to unintended arcing that occurred on a permanent cautery hook instrument.

Event description:
It was reported that during central processing, damage was identified on the permanent cautery hook instrument. The site indicated that unintended arcing had occurred with the instrument during a prior da vinci coronary artery bypass graft procedure. No patient harm, adverse outcome or injury was reported.

Event description:
It was reported that during central processing, damage was identified on the permanent cautery spatula instrument. The site indicated that unintended arcing had occurred with the instrument during a prior da vinci coronary artery bypass graft procedure. No patient harm, adverse outcome or injury was reported.